Manufacturer narrative:
(B)(4). Evaluation of the incident pencil found it function normally and within specifications. Additionally, the concomitant forcetriad generator was tested and found to function properly. No conditions were identified that would have caused or contributed to the reported event.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a pericardial window procedure, a flame occurred on the pencil. The patient experienced minor subcutaneous charring. Another pencil was used to complete the procedure.